Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the x-rays show possible loosening and a fractured screw. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical product: catalog #: unknown, baseplate, lot # unknown. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00915. Unknown if the product will be returned.

Event description:
It was reported that the patient underwent an initial surgery on an unknown date. Subsequently, they are being considered for a revision due to possible loosening from a gap between the hardware and the inferior glenoid. As well as a fractured screw. This was observed via the x-ray review.